Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. Additional information received indicates that this lead was successfully repositioned by the physician. This rv lead still remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information indicated that this lead also displayed oversensing.